Event description:
It was reported that this right ventricular (rv) lead was exhibiting low out of range impedances below 200 ohms, it was noted that the decrease in the rv lead impedance was unavoidable due to deterioration over time. Insultarion issues were also reported. This rv lead remains in service. No adverse patient effects were reported.